Event description:
It was reported that the patient was originally implanted with a kinetra, which was replaced for normal battery depletion with an activa pc a few weeks ago. The activa pc was programmed with the same parameters as he had on the kinetra because he had been a good responder. In the 3 days after replacement, the patient experienced aggressive and psychiatric reaction to the stimulation every time the device was switched on. The physician decided to change lead configuration from monopolar to bipolar and to gradually start with therapy optimization. During this week the patient was able to go back to the old successful programming parameters without experiencing psychiatric reaction anymore.

Manufacturer narrative:
(B)(4).